Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown. B3 - date of event: unknown date in the month of february.

Event description:
It was reported that during patient use the tracheostomy tube had an air leak. There was patient involvement, and no patient harm / adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown.